Manufacturer narrative:
Based on the analysis, the alleged issue was verified and a different issue was identified (touch screen - cracked/shattered/scratched).

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 90 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.